Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the reported inaccuracy was unable to be replicated. No fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. Complaint of volume pumping out. No adverse patient events reported.